Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Lot= d15041137. (B)(4) parts were manufactured per specification and all (B)(4) materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that surgeon used allograft to rebuild acetabulum. The graft did not work and cup came loose at bone to implant interface. Doi: (B)(6) 2017. Dor: (B)(6) 2018. Left hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Device history lot : d15041137. Device history review : (B)(4) parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.